Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 05-apr-2024, the patient reported that he faced kinked cannulas due to which he experienced high blood glucose level. The infusion set was inserted on upper buttocks. Therefore, they replaced the infusion set and resumed insulin. His highest blood glucose level was 360 mg/dl at the time of incident unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR, device 1 of 2.